Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain /pain"), rheumatoid arthritis ("seronegative rheumatoid arthritis") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 31-year-old female patient who had essure (batch no. 689938) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included recurrent abortion, abortion, parity 3, multigravida and loop electrosurgical excision procedure in 2003. Concurrent conditions included depression and uterine bleeding. Concomitant products included medroxyprogesterone (depo provera) in 2010 for birth control, nuvaring from 2007 to 2010 for contraception as well as ibuprofen, loratadine since 2015, naproxen since 2012 and norethisterone acetate (norethindrone acetate) since 2012. On (B)(6) 2010, the patient had essure inserted.in 2010, the patient experienced vaginal discharge ("vaginal discharge") . In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping),"), bladder disorder ("bladder,"), urinary tract infection ("uti"), vulvovaginal candidiasis ("vaginal infections constantly, candidiasis of vulva"), depression ("depression"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse),"), weight increased ("went from 165 to 230 by 2016") and alopecia ("hair loss/ shredding and breaking off complete hair loss"). In 2012, the patient experienced dental caries ("dental problems,/ breaking teeth and decay"), trichorrhexis ("hair loss/ shredding and breaking off complete hair loss") and tooth fracture ("dental problems,/ breaking teeth and decay"). In 2015, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia (seriousness criteria medically significant and intervention required), connective tissue disorder ("connective tissue disease"), fatigue ("fatigue,") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (she had surgery to remove the essure implant) and surgery (ablation done on (B)(6) 2011). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and hypersensitivity had resolved and the dysmenorrhoea, rheumatoid arthritis, bladder disorder, urinary tract infection, vulvovaginal candidiasis, connective tissue disorder, dental caries, depression, allergy to metals, trichorrhexis, dyspareunia, vaginal discharge, fatigue, tooth fracture, weight increased and alopecia outcome was unknown. The reporter considered allergy to metals, alopecia, bladder disorder, connective tissue disorder, dental caries, depression, dysmenorrhoea, dyspareunia, fatigue, hypersensitivity, menorrhagia, pelvic pain, rheumatoid arthritis, tooth fracture, trichorrhexis, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal candidiasis and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received: reporters details added. Event added as abnormal bleeding (vaginal, menorrhagia), bladder, uti an vaginal infections constantly, candidiasis of vulva, connective tissue disease, seronegative rheumatoid arthritis, depression, dental problems, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight gain, hair loss, hair braking, breaking teeth, decay. Lot number added. Case medically confirmed. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain /pain"), rheumatoid arthritis ("seronegative rheumatoid arthritis;connective tissue disease") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 31-year-old female patient who had essure (batch no. 689938) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included recurrent abortion, abortion, parity 3, multigravida and loop electrosurgical excision procedure in 2003. Concurrent conditions included depression and uterine bleeding. Concomitant products included medroxyprogesterone (depo provera) in 2010 for birth control, nuvaring from 2007 to 2010 for contraception as well as ibuprofen, loratadine since 2015, naproxen since 2012 and norethisterone acetate (norethindrone acetate) since 2012. In 2010, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping),"), bladder disorder ("bladder,"), urinary tract infection ("uti"), vulvovaginal candidiasis ("vaginal infections constantly, candidiasis of vulva"), depression ("depression"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse),"), weight increased ("went from 165 to 230 by 2016") and alopecia ("hair loss/ shredding and breaking off complete hair loss"). In 2012, the patient experienced dental caries ("dental problems,/ breaking teeth and decay"), trichorrhexis ("hair loss/ shredding and breaking off complete hair loss") and tooth fracture ("dental problems,/ breaking teeth and decay"). In 2015, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("fatigue,") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (she had surgery to remove the essure implant) and surgery (ablation done on (B)(6) (2011). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and hypersensitivity had resolved and the dysmenorrhoea, rheumatoid arthritis, bladder disorder, urinary tract infection, vulvovaginal candidiasis, dental caries, depression, allergy to metals, trichorrhexis, dyspareunia, vaginal discharge, fatigue, tooth fracture, weight increased and alopecia outcome was unknown. The reporter considered allergy to metals, alopecia, bladder disorder, dental caries, depression, dysmenorrhoea, dyspareunia, fatigue, hypersensitivity, menorrhagia, pelvic pain, rheumatoid arthritis, tooth fracture, trichorrhexis, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal candidiasis and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality -safety evaluation of ptc (product technical complaint) incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain /pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.